Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed that a power error was detected. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was completed but did not resolve the issue. The customer had a high blood glucose reading on the day of the original call and they treated with the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No unexpected battery power loss alarms noted during testing. Device functioning properly. (B)(4).